Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, chipboard box label specifies the minimum guiding catheter compatibility for use with the device. Additionally, the instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter as the stent graft may be damaged. The reported patient effect of hypotension is listed in the IFU as a known patient effect of coronary stenting procedures. The investigation determined the reported difficult to position with the guide catheter appears to be related to use error. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a perforation occurred during a coronary intervention. A graftmaster stent was attempted to be advanced through a 5.5 french guideliner but could not be advanced. The 5.5 french guideliner was exchanged for a 6 french guideliner and the graftmaster was successfully deployed, sealing the perforation; however, due to the delay in implanting the graftmaster, the patient became unstable as the pericardial effusion increased. The patient was treated with medication and left the cath lab in stable condition. No additional information was provided.